Manufacturer narrative:
Date sent to the FDA: 04/15/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape.

Manufacturer narrative:
(B)(4). The patient underwent a total vaginal hysterectomy on (B)(6) 2009 during the implantation of the mesh. She consulted the surgeon in (B)(6) 2009 for pelvic pain, urinary stress incontinence, discharge, pain with intercourse, and mesh erosion. On (B)(6) 2009, the patient underwent a partial mesh removal. On (B)(6) 2011, a dissection and excision of eroding mesh in the anterior wall of the vagina with repair of the vagina and cystoscopy was performed. (B)(4) dyspareunia.

Manufacturer narrative:
(B)(4): the patient was referred to another physician and was seen on (B)(4) 2011. It was reported that the patient overall has had an improvement in symptoms since removal of the mesh yet continued to have stress urinary incontinence with mild dyspareunia and left buttocks pain radiating to her back. She denied any symptoms of vaginal bleeding or discharge.

Manufacturer narrative:
(B)(4). (B)(6). There are two possible devices involved in the event as follows: prolift pelvic floor repair: product code pfra01, batch 3238528, exp date 10/31/2011, mfg date 12/08/2008, tension free vaginal tape: product code tvts1, batch 3128530, exp date 01/31/2010, mfg date 04/25/2008. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a hysterectomy in (B)(6) 2009. The patient underwent anterior vault repair on (B)(6) 2009. It was reported that the patient underwent mesh revision/partial removal on (B)(6) 2009. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 for the treatment of pelvic organ prolapse and stress urinary incontinence. During the procedure a pelvic floor mesh and a sling were inserted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.